Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert was triggered due to high pacing impedances and high rate non-sustained episodes on the right ventricular (rv) lead. There was also noise and short v-v intervals. It was noted that a lead integrity alert had triggered again ten days later due to sensing integrity counter (sic) and ventricular tachycardia non-sustained (vtns) episodes. A possible lead fracture was suspected. The rv lead was explanted and replaced. Additionally, it was reported that during the rv lead extraction the right atrial (ra) lead came out too. A new atrial lead was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Additionally,performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory also indicated the criteria for right ventricular lead integrity alert were met and that the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.